Manufacturer narrative:
(B)(4).

Event description:
The customer stated they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on an e411 analyzer. The sample initially resulted as 0.028 uiu/ml accompanied by a data flag when tested with tsh reagent lot number 15955703 with an expiration date of 02/28/2017. The initial result was reported outside of the laboratory. The customer used this same patient sample as part of a lot to lot correlation and it was repeated on (B)(6) 2016 with tsh reagent lot number 16636901, resulting as 1.65 uiu/ml. The sample was repeated again with tsh reagent lot 15955703 on (B)(6) 2016, resulting as 1.73 uiu/ml. The sample was also repeated at a different laboratory, resulting as 1.70 uiu/ml. The patient was not adversely affected. The field service engineer was unable to determine a cause and could not duplicate the issue. He checked analyzer adjustments and ran performance testing; all passed. The customer ran calibrations and controls; these were within range. A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. The most likely root cause is related to pre-analytic sample handling. The customer did not use the recommended rack adapter for the tube. It is possible the tube was not standing straight in the rack. Tilted tubes in combination with a wet tube wall and/or temporary bubbles on the sample surface can cause a sampling issue. Insufficient maintenance may also be a possible root cause.